Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Does the surgeon believe that there was an alleged deficiency of the cdh29p device that contributed to the reported issue or were there other contributing patient factors? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. How was the post-op bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the current patient status?

Event description:
It was reported, right hemi-colectomy; end to side anastomosis using the cdh29p. Patient returned 24 hours later with an anastomotic bleed for revision. Surgeon blames himself and not the device for the post-operative bleed.

Manufacturer narrative:
(B)(4). Date sent: 07/29/2020. Additional information was requested, and the following was received: he does not blame the device. What were the indications for surgery? Na. As the surgeon advised that it was not the device deficiency causing the post-op bleed, were there other contributing patient factors that may have caused this? Na. Did the patient receive any preoperative chemotherapy or radiation? Na. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Dr ing fires the device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Yes. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Audible verification of breakaway washer and green check mark. Was the green check mark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Na. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? If so, please describe. 2 complete and intact. Were there any issues noted with staple formation? If so, please describe the shape and location. None. How was the post-op bleeding identified? Significant bowel excretion of blood. What was the total estimated blood loss (ml)? Na. Was a transfusion required? No. What was the patient's blood pressure reading? Were there any changes? Na. How was the bleeding addressed? Na. What was the pre and postoperative anti-coagulant and pain management protocol? Na. Was the bleeding intraluminal or extraluminal? Intraluminal. What is the current patient status? Recovered.